Event description:
It was reported that the infusion device spontaneously switched on/off of the sound and backlight. The infusion device had been moving around the menu on its own for the last 3 weeks. The buttons did not respond to pressing and appeared to be sticking.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.